Manufacturer narrative:
Exemption number: e2015015. Considering the surgical methodology, it was seen that the dentist has used less drills than recommended to perform the implant installation.

Event description:
The clinician reported that 5 months after the dental implant and cover screw were placed in ada site 7, the implant had lost osseointegration. Clinician noted bruxism and mobility. The product will be forwarded to the manufacturer for investigation. There were no reported post- operative complications. (B)(4).

Manufacturer narrative:
Exemption number: e2015015.

Event description:
The clinician reported that 5 months after the dental implant and cover screw were placed in ada site 7, the implant had lost osseointegration. Clinician noted bruxism and mobility. The product will be forwarded to the manufacturer for investigation. There were no reported post- operative complications.